Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 141 mg/dl and reported that pump was over delivering. Troubleshooting was performed and found that the customer was treated with a other- unknown. The customer was not reporting any symptoms related to low blood glucose event. The insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. The customer alleges pump was over delivering due to pump was giving too much insulin difference in blood glucose within 20 minutes of bolus being delivered going from 288 to 147 mg/dl. Also reported that pump programming was not accurate, programming correction done for basal rates, bolus wizard setting. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap. And found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed, displacement accuracy test at 0.08730 inches. No over delivery anomalies noted, during testing. Unit successfully downloaded to thus and carelink. Confirmed, (10.8) units of normal bolus was delivered on ((B)(6) 2023) between (00:09) and (22:19). The electronic assemblies and motor assemblies were inspected. And no anomalies noted. No unexpected reprogram alarms noted, during testing. The following were noted, during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, broken belt clip rails, retainer knit line damage, cracked retainer. The p-cap/reservoir does lock properly. Unit passed, the zero offset force sensor test with 23.1 mv. Pump passed, functional testing. And no over delivery anomalies noted, during testing. Reprogram alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.